Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded keypad trace. No moisture damage found on electronic assembly and motor. The display functioned properly with testing case. No frozen display noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer went into the pool with the insulin pump and a button error alarm occurred. It was stated they were unable to clear the alarm; the buttons were not responding and the screen seemed frozen. Customer's blood glucose value was 76 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.